Event description:
Device malfunction: difficult to remove. Time of malfunction: during the vessel closure procedure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an unspecified procedure. Reportedly, after deploying the clip, the device required applied force for removal. The vessel locator wings became stuck in soft tissue. Manual compression was applied to achieve hemostasis. The patient did not experience any adverse sequelae. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was received with the clip fully deployed with the external components in the correct post-deployment position. The pusher fingers were twisted at the distal end, consistent with torsional forces being applied during deployment. The device was opened to expose the vessel locator wings and it was noted that the locators were prolapsed. This finding is consistent with distal forces being applied to the locators during thumb advancement bending them distally and creating resistance during proximal folding into the tube set. Prolapsed or bent wings during deployment can create a difficult removal or stuck device condition and is consistent with the experience of the device getting stuck. Review of the device history record for this lot did not produce any findings relevant to this investigation. We were not able to establish a root cause based on the investigation findings. No malfunction was detected.